Event description:
A patient with acute onset of dysarthria, right extremity weakness and changes in mental status presented with left internal carotid artery (lica) occlusion. Manual recanalization was achieved with the use of a non-boston scientific device although a large perfusion defect in the left posterior parietal region was still evident. A left flow-limiting dissection of the left petrous internal carotid artery (ica) was noted on the imaging and was treated with a stent (subject device). The patient reportedly tolerated the procedure well and was transferred to the neurology intensive care unit for close observation in 2009, and subsequently transferred back to the pulmonary unit two days later. On the morning of the next day, patient went into superficial venous thrombophlebitis (svt) for approximately one hour and then spontaneously converted back to sinus rhythm. However, the patient's oxygen requirements increased and remained at a high level. Repeat transesophageal echocardiography (tee) the following day showed aortic valve endocarditis with flail cusp and severe regurgitation. The patient and patient's family elected comfort care. The patient's death was called in the morning of two days later.